Manufacturer narrative:
Corrected information: section d4: model number, serial number, expiration date, udr number; section h4: manufacture date. Edwards lifesciences has investigated the reported event. As previously reported, a 29mm sapien 3 valve was explanted approximately 3 years post implant. A surgical valve was implanted. Additional information received indicated the event was reported under report number 2015691-2021-03243. Based on this information, this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the reason for explanting the sapien 3 thv 3 years post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a sapien 3 valve was implanted in the aortic position via transfemoral approach. Three years post implant the valve was explanted. Additional information requested was not forthcoming.